Event description:
It was reported by the customer that a pyxis medstation es system had a fridge issue.the customer stated that they are not able to complete transactions from the fridge, timing issue. The issue was causing a delay in dispensing medications to the patient.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a fridge issue.the technical support specialist confirmed that the issue was resolved by customer.the tse mentioned that delay was reported by a nurses and pharmacist, selected medications will disappear from the screen before they even pull it from the fridge. This issue was reported only for the meds stored in the fridge. Nurse had to try few times before removing the medications.the system functioned as intended after the customer troubleshot the device.